Event description:
It was originally reported that this atrial lead was an attempted implant. The helix did not properly extend. Another lead of the same model was successfully implanted and no patient complications were reported. The lead was returned to the manufacturer for analysis and there was determined to be inner coil conductor breakage.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil was fractured. It was not possible to test the helix mechanism due to the fracture. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations.